Manufacturer narrative:
Additional information was requested regarding hcp last name, as well as resolution. No further information was available at this time. This investigation will be updated should further information become available in the future.

Event description:
It was reported that this pacemaker was unable to be interrogated for magnetic resonance imaging (MRI) programming. Technical services was contacted and provided troubleshooting options. Additional information was received from the field. The cause of the issue and the resolution were unknown. This pacemaker remains in service. No adverse patient events were reported.